Manufacturer narrative:
3005670221-2024-00192 is the original complaint, this complaint is a copy, please refer to 3005670221-2024-00192.

Event description:
Customer stated that the complaint of MDR # is same as MDR #3005670221-2024-00192.

Event description:
The customer advised that the product broke on the patient and damaged everyone's clothes.

Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The issue can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.